Manufacturer narrative:
(B)(4). The event/therapy occurred on unspecified dates between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the soft plastic on an amia automated pd cycler set was damaged. The patient reported that "the lines of some the cassettes were crimped and the soft plastic on some was damaged." This issue was during setup. The patient setup with new supplies and completed therapy without further event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.